Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while glucose levels remained unaffected; the agent guided the user to toggle between dexcom g6 and g7 settings and re-pair the sensor, advising up to 30 minutes for pairing. Symptoms included no alerts or alarms and no reported glycemic symptoms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education focused on bluetooth pairing and device-app configuration. Investigation of this case revealed a communication interruption between the cgm and the ilet that resolved with re-pairing and configuration adjustments, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption consistent with environmental or pairing-state factors, resolved through standard troubleshooting.